Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family member of the patient reported that the patient was using tens therapy 2-3 days prior to date notified and started to "not feel well" and not like themselves. As a result the patient has discontinued using tens therapy use but has continued to not feel well. Follow up with the healthcare provider (hcp) is to be conducted on (B)(6). Indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.